Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: UDI not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication count was off. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 correction: e1. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that while assisting with a medication pull, a discrepancy in the count was observed. The technical support specialist remotely accessed the cabinet to review the configuration settings. Most settings were found to be correct; however, the minimum length for the scheduled range was incorrectly set to 1, whereas the client profile specifies a value of 6. Upon reviewing the c14b report, the tss observed that validation codes were recorded for both oxycodone issues associated with the referenced patient. This indicates that the transactions were properly validated within the system at the time of issue. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the medication count was off. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient. However, there were no adverse events or injuries reported due to this event.